Event description:
It was reported by service report that the foot board was cracked all the way around the seam and the panel cover was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board.